Event description:
It was reported the programmer will not start. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer would boot-up with a system error, which indicated hard drive corruption. According to the error log, the same error had occurred several times before. Reconfiguration of the hard drive and reloading of the software resolved the system error at boot up. It was also noted that the ECG connector was loose.